Event description:
Complainant alleged that during functional testing, the device gave a "unit failed" prompt and displayed a red "x" at power up. Complainant indicated that there was no patient involvement in the reported malfunction.